Event description:
It was reported that the implantable cardioverter defibrillator recorded code 1007, indicative of capacitor charge time exceeding limitations. Two consecutive charge times had been greater than 30 seconds. Technical services reviewed the device data and recommended device replacement. The ICD remains in service at this time and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator recorded code 1007, indicative of capacitor charge time exceeding limitations. Two consecutive charge times had been greater than 30 seconds. Technical services reviewed the device data and recommended device replacement. The ICD remains in service at this time and no adverse patient effects were reported. It was additionally reported that the ICD was explanted and replaced and returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the ability of the device to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available.

Event description:
It was reported that the implantable cardioverter defibrillator recorded code 1007, indicative of capacitor charge time exceeding limitations. Two consecutive charge times had been greater than 30 seconds. Technical services reviewed the device data and recommended device replacement. The ICD remains in service at this time and no adverse patient effects were reported. It was additionally reported that the ICD was explanted and replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.